Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok, up arrow, and down arrow buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: investigation revealed that the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and there was evidence of contamination found under all button contacts. Unrelated to the original complaint, investigation revealed that the display was discolored.